Manufacturer narrative:
Without specific details about the circumstances of the event, the exact cause remains undetermined. The instructions for use for the enterprise 5000x bed (746-577-en) include the following information related to the cable damages and maintenance: "make sure the power supply cord is not stretched, kinked or crushed." "Make sure the power supply cord does not become entangled with moving parts of the bed." "Visually check power supply cord and mains plug" - this activity is to be done by the caregiver weekly. "Examine the power supply cord and mains plug - if damaged, replace the complete assembly; do not use a rewireable plug" - this activity is to be done by the qualified personnel during yearly preventive maintenance procedures. To sum up, the cable was damaged, therefore the arjo device did not meet specifications. There was no patient involvement. This complaint was deemed reportable due to scorch marks on the bed power cord. H3 other text : the customer declined to provide additional information regarding the device involved.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion.

Event description:
Arjo received a customer complaint for enterprise 5000x bed. According to the information provided the power cable sparked at the area where the cable is attached to the bed frame. No patient involvement and no injuries were reported. The customer declined to provide additional information regarding the event and the device involved.